Event description:
Breast implants were implanted in 1982. In the srping of 1990 she discovered enlarged lymph nodes under both arms, especially right arm. Right breast had been disfigured and hardened for many years since implantation. Biopsy in 8/90 was negative. In 8/91 another very large node (size of a lady's small fingernail) was discovered under the right armpit again. Pt assumed it was the same situation as before but was worried. She was in the middle of a move. She put off seeing a dr until the winter of 1993. She had node aspirated. Negative again. She had now discovered she had gouty arthritis. Apparently she has had it for 4 or 5 yrs and didn't know what it was. Symptoms occurred since she was 43 yrs old. "Highly unusual for gout." There is no history of gout in her family. Her implants was removed on 1/26/94.